Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). (B)(4). Device evaluation: device not returned for investigation. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, was used an intraocular lens, model pcb00, surgeon observed a trailing haptic that could not dis-engage properly, the leading haptic and optic were inserted into the bag, however the trailing haptic snapped off and surgeon had to remove the lens. Another pcb00 lens was used and inserted successfully. There was no patient injury. During the removal wound was slightly enlarged. Patient visual acuity has not been affected. All information were submitted.